Event description:
On 08/08/2009, the patient reported experiencing elevated blood glucose for the "last 3 day." She stated that her blood glucose elevated to 350 mg/dl and she bolused insulin and her blood glucose would either slightly lower, remain the same, or slightly elevate 2-3 hours later. She stated that she changed the insulin cartridge 2 days prior to the report and this had no affect on her blood glucose readings. She switched to her backup infusion device the day before at 11:00pm, and at 8:30am this morning, her blood glucose measured 88 mg/dl. She stated that she also changed the insulin cartridge using new insulin. Upon follow up thirteen days after report, the patient reported that she switched back to the primary infusion device and her blood glucose is no longer elevated. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.